Manufacturer narrative:
The immucor laboratory tested retention product on 14sep2018, which performed as expected. Immucor technical support use a remote electronic connection method to assess the instrument test well images in question, which were visually positive. The flat fields and rois were acceptable. The blood sample was noted to be icteric. (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly positive outcome with anti-d (series 4) monoclonal blend by galileo neo, when tested on (B)(6) 2018.